Manufacturer narrative:
Date of event: event occurred on an unknown date in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) on an unknown date. During the procedure, when the surgeon was drilling through the variable angle drill guide for one of the distal screws on the medial distal humerus plate, the drill bit broke. Approximately 10 mm of the drill bit broke off in the bone. The broken piece was buried deeply in the bone so the surgeon elected to leave it. No attempt was made to remove the broken piece. The procedure was successfully completed with no surgical delay. The patient's status is unknown. Concomitant device reported: unknown drill guide (part#: unknown, lot#: unknown, quantity: 1); unknown drill (part#: unknown, lot#: unknown, quantity: 1); unknown distal. Humerus plate (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) 2.0mm drill bit with depth mark/qc/140mm. This is report 1 of 1 for (B)(4).